Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer gave a small bolus and experienced very low blood glucose. Troubleshooting was performed and the insulin pump passed the displacement test. The customer later called and stated that he was hospitalized for low blood glucose. Prior to the hospitalization, the customer stated he woke up with a blood glucose reading of 239 mg/dl. The customer stated that he treated the glucose and within thirty mins his blood glucose reading was 30 mg/dl. The customer stated he ws not priming or rewinding and he had not changed any of the settings on the insulin pump.